Event description:
Clinic notes were received for review that noted a vns patient is experiencing depression and suicidal ideation. Clinic note dated (B)(6) 2013. The patient's mother reported " episodes of depression, with suicidal ideations and not eating. He lost muscle mass as per his mother. He actually gained weight from his last visit in (B)(6); the patient does have a history of depression and can't be on antidepressive drugs due to seizures after elavil, prozac and remeron. Followup with the patient's treating physician was made and she thinks there could possibly be a relationship between vns therapy and suicidal ideations, but that she will have to do some research on that which she will do and let us know the outcome.